Event description:
This patient has a history of intractable spasticity who has been treated with an intrathecal pump. She did very well with this, but unfortunately has had a loss of efficacy. A rotor test was normal, but a dye test could not be done due to no flow in the catheter.